Event description:
It was reported that a small volume folfusor overinfused. The expected therapy time was 24 hours; however, the infusion took only 13 hours. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the fill volume of the device was 115ml. The device contained 5% dextrose and fluorouracil. G3: the correct g3: date received by MFR was 04/25/2022, previously submitted as 04/26/2022. H4: the device was manufactured from april 30, 2020 - may 1, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.